Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the deep brain stimulation (dbs) system was fine with no issues. It is not sure if anything else is being done as the neurosurgeon is probably only one left to manage. The issue has possibly been resolve at least according to neurologist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has warmth in their chest and shoulder area above the implantable neurostimulator (ins). The ins location felt warm and slightly red. No environmental/external/patient factors that may have led or contributed to the issue are known. The patient was redirected to the physician. Agent recommended an impedance test be run. Additional information was received from the manufacturer representative (rep) that it is unknown if it is the ins that is ins heating/warming? An allergic reaction is not suspected as the ins has been implanted for several months. An impedance test was done and no issues were found with the system. No further information regarding the issue is known. The mother mentioned that the patient carries a 50lb backpack in the shoulder area and it could be the cause of redness due to weight of rubbing backpack when carried. The patient will be monitored.